Manufacturer narrative:
Batch review performed on 28 october 2025: gmk-revision 02.07.0682l revision tibial tray size 2 left (k123721) lot 2009564: (B)(4) items manufactured and released on 11-jan-2021. Expiration date: 20-dec-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2403l femur revision ps cemented s.3l (k102437) lot 2008812: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 11-oct-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
On (B)(6) 2022, the patient had primary left knee surgery. On (B)(6) 2022, the patient had knee pain. The surgeon decided to revise the patient and discovered that tibia, femur, and patella were loose and did not bond with the cement. The cause of this is unknown. The surgeon revised all implants. MDR 3005180920-2022-00412. On (B)(6) 2025, the patient had knee pain due to loosening of the cemented femoral and tibial components. The surgeon revised all components to gmk-revision and added cones from a competitor. The resurfaced patella from the first revision was retained. The surgery was completed successfully.